Event description:
Plastic connector on arjo lift sling broke in half and resident fell to the floor. This occurred while being transferred from bed to chair. Dates of use: (B) (6) 5/04. Diagnosis or reason for use: dementia. Event abated after use stopped: yes.